Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4). Attempts were made to obtain further information regarding the device repair. To date no further details have been provided.

Event description:
The customer reported the ventilator alarmed and displayed blower temperature high message. There was no reported patient involvement.

Event description:
The customer reported the ventilator alarmed and displayed blower temperature high message. There was no reported patient involvement.